Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-35589, related manufacturer reference number: 2017865-2021-35590. It was reported that the patient presented to the emergency room (ER) due to a pacemaker (pm) system infection. The patient reported general infection related symptoms such as discomfort, coughing, nausea, vomiting, fatigue, and endocarditis was noted. The entire pm system was explanted and replaced. The patient was stable throughout the procedure.